Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in air/water tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified, and the cause of the foreign material that remained that remained in the air/water channel and air/water cylinder was likely due to the leakage from the up/down and right/left angulation control knob, which resulted in improper reprocessing. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif-h185 operation manual chapter 3 preparation and inspection", and preventative measures in "gif-h185 reprocessing manual chapter 5 reprocessing the endoscope". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.